Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. Minutes did not change on the time clock. Insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged frozen screen and stuck button alarm found on sept 19, 2021. The pump passed the displacement test, self test, active current measurement and sleep current measurement. The pump was monitored and no frozen screen noted. Successfully downloaded history files and traces using thus. All buttons function properly. No stuck button alarm noted during the testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump passed the keypad voltage test. Pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1, electronic assembly and force sensor. Corrosion was also found on the battery tube assembly. No corrosion or moisture damage found on the motor and vibrator assembly noted. There was no pump error 61 (stuck key alarm) recorded in the formatted history file for the event date. However, pump error 61 (stuck key alarm) was recorded and found in the formatted history file on (B)(6) 2021 13:01:04.000. Pump error 61 (stuck key alarm) was confirmed due to corrosion on the j1/pcba 1. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. A cracked retainer was confirmed. Frozen screen was not confirmed. Pump error 61 (stuck key alarm) was confirmed. Pump error 61 (stuck key alarm) due to corrosion on the j1/pcba 1. During visual inspection, corrosion was also found on the electronic assembly, force sensor and battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.